Event description:
Per the healthcare provider, the pt's middle ear is full of granulation tissue. It can not be determined whether the electrode array has migrated out of the cochlea or if the array is still in place. The surgeon determined that explantation of the device was required.